Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of occurrence b3: (B)(6) 2025 was provided. Clarification to partial date of implant d6a: (B)(6) 2010 was provided.

Event description:
Patient reported "rupture" diagnosed via MRI, ultrasound and mammogram. This record is for the left side. The device remains implanted.